Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported a ht proceed 220t guide wire met resistance with anatomy during advancement. The tip became kinked, tip coils looked elongated, losing capability to penetrate and trackability of the whole guide wire (unravel). The guide wire was simply withdrawn and another non-abbott device was used to used to successfully complete the procedure. There was no adverse patients and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, kink, break and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance with the anatomy causing tip to kink. Manipulation against resistance likely caused the tip to break at the kink and stretching/unraveling the coils during retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.